Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Pump error 63 alarmed during selftest due to broken trace at u1 pin 6 on keypad assembly. Unable to verify audio or absence of alarm due to pump error 63. No cracks on screen noted during visual inspection. No delivery alarms, prime anomalies noted during testing. No low battery alerts or power loss anomalies noted during testing. Unable to verify charge/battery lasts less than expected anomaly due to no battery received by customer. Monitored with the device communicating properly with sensor tester and the sensor transmitter. No communication anomalies noted during testing.. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose was unknown. The customer was not assisted with troubleshooting. Customer states the battery life diminished and insulin pump rejected brand new battery. Customer states insulin pump screen was scuffed up and insulin was squirted during prime. The device will not be returned for analysis.